Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the date of pump implant was unknown. When the doctor was emptying the pump to do the refill, they were unable to remove the expected 9 ml from the pump reservoir. The physician was unable to aspire anything. They refilled the pump with 30 ml because they couldn't inject the remaining 10 ml in the pump reservoir. Normally, the next pump refill would be at the end of (B)(6) but they instead programmed the next refill to occur at the end of (B)(6). It was unknown if the issue was resolved as of 2025-jun-23. The patient was without injury regarding their status as of 2025-jun-23. No surgical intervention occurred and no surgical intervention was planned. The pump remained implanted and in service. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the serial number of the pump was not known. The pump was able to be filled as expected at the end of july and the doctor had no problems to aspire and refill the pump. The cause of the inability to aspirate the remaining drug from the reservoir at the time of refill not known, but it was stated perhaps a problem with the refill kit. Action/interventions were not taken and the pump was not changed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.